Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was leaking. The following information was received by the initial reporter with the verbatim: customer email "we are experiencing issues with IV extravasations on patients having CT scans with bd extension sets. We have noticed that this issue is less prevalent using the mp5303-c ,which is described as having a standard bore. For staff education purposes, what is the tubing size (thickness) difference between a? Standard bore? Extension set and a ?minibore??"